Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 580mg/dl. The cause of the high bg was unknown. Customer changed the infusion set and cartridge, and administered a manual insulin injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.